Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the integrity of the right ventricular (rv) lead was tested using x-ray. The diagnostic imaging performed confirmed that there were externalized conductors on the rv lead. No intervention was performed at this time as all electrical values are normal. The lead will continue to be monitored until explant, and the patient was stable with no adverse consequences. Additional information was requested but is not available at this time.

Event description:
The lead was capped and replaced. The patient was stable with no adverse consequences.